Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right colectomy, when the device was on the back table, the spring loaded handle component broke. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.